Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device (onetouch ultramini). The reporter claimed obtaining blood glucose readings of ¿10 mmol/l¿ with the subject meter and ¿6 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter also alleged that the subject meter read inaccurately high compared to another device (unknown hospital meter). The reporter was unable to give exact readings. The tests were performed within an unknown time of each other. These results may not have met lifescan¿s accuracy criteria. These complaints are being reported because the reported issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.